Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a skin reaction to the implant. The device was explanted on (B)(6), 2010. It was also reported that there were previous revision surgeries (dates not reported) to resolve the problem, which were unsuccessful. There are plans to reimplant the patient on the contralateral side, however, this has not occurred as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.